Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing high blood glucose (bg) levels. The contact thought that the high bgs were due to traveling and were not related to the pump or its supplies. As the event had occurred in the past, tandem technical support was unable to troubleshoot.